Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit experienced the following error messages: e-1; e-4.